Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2,h3, h6, h10, h11. 61 - intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. For clarification, the pch instrument was found to have abrasions on the main tube, causing the scraping of the plastic insulation of the main tube. Some material was removed. The abrasion marks were 0.128¿ x 0.164¿ and 0.12¿ x 0.115¿ in size. No thermal damage was observed on the main tube. This failure is most commonly caused by mishandling/misuse. It was noted the instrument had 7 lives remaining.

Manufacturer narrative:
As of the date of this report, the permanent cautery hook (pch) has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: it was alleged that the pch instrument had two burn marks on the shaft of the instrument, and plastic was missing . The instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Log review: a remote fe/log review was conducted, which resulted in the following findings: the logs showed the permanent cautery hook (pch) instrument part# 478090-03 lot# n10200204-0025 was last used on (B)(6) 2020 during a cholecystectomy procedure on system sk1403. The logs showed the instrument was used for 0:43:49 minutes and had 7 lives remaining. Site history: as of 09-01-2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Video/image: no investigation required as no image or video clip for the reported event was submitted for review. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 3rd usage and, therefore, had not expired. Implant is blank because the product is not implantable.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had two burn marks on the shaft of the instrument and plastic was missing in two areas. No patient was involved. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator brought up the permanent cautery hook (pch) instrument issue to staff, and no one observed anything during procedure. The robotic coordinator confirmed the burn marks and missing pieces were found during central processing and not during a procedure. No additional information was obtained.